Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual inspection showed the capsule was fully closed with the stylet in place. The deployment knobs were received in the correct location. The capsule appeared intact with no evidence of damage. The inner member shaft and spindle hub appeared intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. The suspect delivery catheter system (dcs) deployment knobs were separated by the medtronic analysis technician. From close observation, both tabs appeared to have a hairline fracture at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicated the deployment knob (actuator) separated during loading. The suspect dcs was returned for analysis. The device was received with the deployment knob intact; therefore, the reported separation could not be confirmed via analysis of the returned device. In this case, the deployment knob may have been pressed back together prior to returning the subject device for analysis. During analysis, the deployment knob was separated to inspect the component tabs. The tabs were observed to be damaged; however, medtronic cannot confirm if the damage was present on the suspect device prior to analysis or if it occurred during the attempt to separate the deployment knob. Deployment knob separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, while loading the valve, the deployment knob was opening/separating. The delivery catheter system (dcs) was not used and will be returned to medtronic for analysis. The valve was loaded onto a new dcs. No adverse patient effects were reported.